Event description:
Consumer called to report readings that were very high and not consistent with how she was feeling. Retested and got very different results. Analysis run on clark error grid using mean avg readings (169) vs. Bd readings of (464, 70, 66, 77) yielded data points in the c zone of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.